Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The complaint is under evaluation. A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility information by bbm sales organization in united kingdom: "overinfusion." According to the customer: "the patient was not harmed. No, it technically didn't have an overdose as the dose that was in the syringe was of normal value it just gave it over 2 hours instead of 4, I think. The patient just became dysphoric as a result of it and then was fine. There was no procedure it was just cri of ketamine for pain relief. You currently have the syringe driver so I cannot tell you the serial number of it."

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The device has been investigated in our service department at b. Braun melsungen ag, melsungen, germany: 1. General information: complaint: (B)(4). 2. Information to the sample: 2.1 model: perfusor space. 2.2 article number: (B)(4). 2.3 serial number/batch: (B)(6). 2.4 software version: 688n030005. 2.5 hours of operation: 631 h. 2.6 further information: n/a. 3. Investigation results: 3.1 history inspection: the device history files were read out and analyzed. No date of the incident was given and due to the very imprecise error description of the customer, no precise analysis of the device history can be carried out. No abnormalities can be found in the device history files. 3.2 visual inspection: a visual inspection was performed. The cover caps on the screw pillars, and the production seal on the lower housing were intact and undamaged. The perfusor space was soiled. The device showed slightly signs of usage. 3.3 functional inspection: a functional test was performed. The device passed the self-test. It was noticed that the lc display is only half visible. A bd plastipak 50ml syringe was inserted, and the pump identified the syringe, and it could be selected from the menu. It was difficult to put the pump into operation because the lc display is defective. 3.4 individual inspection: a delivery accuracy measurement according to iec 60601-2-24 was arranged. Here a nominal flow rate of 5 ml/h was chosen. The assessed mean deviation "a" of the second operating hour was measured and resulted in a value of +0,30%. Accuracy of set delivery rate should be ± 2 % according to iec/en 60601-2-24. 3.5 disassembling: the operating unit was disassembled completely, and the lc-display was investigated. It could be determined that the lc display is mechanically damaged due to an impact or fall. To investigate the inside of the device, only the upper housing was removed. No damage or soiling could be found. 5. Judgment: the complaint could not be confirmed. The measurement of the delivery accuracy is within our specification. The lc display has been damaged by an impact or fall. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.